Event description:
Intuvie received the pump, and during device testing, the infusion pump failed the ground resistance test with a measured value of 0.315ohms, which is outside the acceptable specification of less than 0.1 ohms. No patient involvement was reported.

Manufacturer narrative:
Intuvie received the pump, and during device testing, the infusion pump failed the ground resistance test with a measured value of 0.315ohms, which is outside the acceptable specification of less than 0.1 ohms. A review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed. The failure mode was confirmed; however, the probable cause remains undetermined at this time. The investigation is ongoing. A CAPA was initiated to investigate the root cause of ground resistance test failures. Reference to complaint #: (B)(4).